Event description:
It was reported that during a routine follow up, the lead was noted to be fractured. The right ventricular lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.